Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets caused the device to enter safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the software resets and reversion to safety mode operation. Please note: analysis determined the first recorded instance of code 1003 occurred on (B)(6) 2019. As such, the event date has been modified from (B)(6) 2020 to (B)(6) 2019 accordingly. Please also note the event description has been corrected, as the device is a pacemaker and was previously stated to be an implantable cardioverter defibrillator (ICD).

Event description:
It was reported that this pacemaker declared code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed to explant and replace the device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
This implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed to explant and replace the device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.